Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2011. It was reported that the pt complained of soreness after the laminectomy procedure. On (B)(6) 2011, she allegedly fell off a chair and was transported to the ER by (B)(6). Since the fall, the pt reported experiencing leg weakness. The physician stated that the pt had the same neurological function and diagnosis of post laminectomy syndrome as she did prior to the implant procedure. He reported that he did not feel the pt's symptoms were device related. No further intervention is planned for this pt other than routine follow-up. On (B)(6) 2011, it was reported that the pt felt effective stimulation with the use of her system, and no further pt complications were reported.